Event description:
It was reported that pump experienced recurring cartridge alarm 20 that did not occur during loading process and prevented successful cartridge loading and continuation of insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as backup insulin therapy, received guidance on proper loading technique, was advised to place pump into storage mode and return it using prepaid label, and was informed that pump settings and continuous glucose monitor connection would need to be set up on replacement pump.